Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable. There is no indication the damage to the belt contributed to the patient's passing. The device was able to obtain the patient's ECG signal throughout the event. The root cause for the strained cable was excessive force. Device manufacture date: monitor 09/20/2018; belt 06/08/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on (B)(6) 2021. It was reported that hospital staff performed resuscitation efforts and eventually removed the lifevest to perform CPR. Review of the patient's download data indicates the patient received one inappropriate treatment in response to nsvt on the date of passing. At 19:44:35 on (B)(6) 2021 the patient was in an idioventricular rhythm at 40 bpm, degrading to asystole. The patient was in asystole with intermittent cardiac activity and CPR/motion artifact at 19:45:28. The patient's rhythm transitioned to vt at 150 bpm at 19:48:32. The patient received an external defibrillation at 19:49:04. The patient's rhythm at the time of the external defibrillation was vt at 150 bpm. The patient's post-shock rhythm was nsvt. The patient received the inappropriate treatment from the lifevest at 19:49:04. The patient's rhythm at the time of treatment and post-shock rhythm were nsvt. The patient's rhythm transitioned to an idioventricular rhythm at 90 bpm with motion artifact at 19:50:43. The rhythm slowed to an idioventricular rhythm at 50 bpm with pauses and motion artifact at approximately 19:53:30. The patient's rhythm then degraded to vf with CPR/motion artifact at approximately 19:53:45. CPR/motion artifact prevented the lifevest from detecting the vf arrhythmia until 19:55:46. Response button use for one second at 19:56:05 and CPR/motion artifact prevented the lifevest from delivering a treatment. It was not reported who was pressing the response buttons. The device was shutdown by hospital staff at 19:56:15.